Event description:
This report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the two hurricane rx dilatation balloons burst. The third hurricane rx dilatation balloon was already pierced; additional clarification to determine the size/nature of the piercing has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a fourth hurricane rx dilatation balloon. No patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation result: visual examination of the returned complaint device found that the catheter of the device was kinked. A microscopic examination found that the balloon material was detached on the distal end and was accordioned towards the proximal end; therefore the reported issue of balloon burst was confirmed. The burst failure is likely due to factors encountered during the procedure, such as the interaction with scope and other devices during the procedure that could create friction on the balloon, resulting in a balloon burst. Additionally, the catheter likely kinked due to interaction with the scope inside of the bile duct. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the two hurricane rx dilatation balloons burst. The third hurricane rx dilatation balloon was already pierced; additional clarification to determine the size/nature of the piercing has not been provided, so the reported event will be considered a pinhole. The procedure was completed with a fourth hurricane rx dilatation balloon. No patient complications have been reported due to this event.